Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, there was a minor leak at the outlet of the oxygenator. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device; however, an eval was conducted on a retention sample from the same lot number and there were no leaks noticed. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u. (B)(4).